Manufacturer narrative:
A reservoir was received for analysis. No functional abnormalities were noted with the reservoir. The information received indicated there was autoinflation while in-vivo, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, prior to incision the device was auto-inflating. The physician made an infrapubic incision and pulled the reservoir out of the sub-muscular space without disconnecting from the rest of the device. While doing so he noted that the reservoir was implanted in appropriate position, and there was capsule formation around it. He then checked the device for auto-inflation with the reservoir outside of the body but still connected to the cylinders, and he was unable to reproduce the auto-inflation with significant force placed on the reservoir with his hands. When pressing on the lockout valve to de-activate it, he was able to create the auto inflation as expected. Because the patient has size 16cm cylinders implanted, he replaced the 125cc reservoir with 75cc reservoir which was more than sufficient for the fluid requirements to fill the system, and the new reservoir was placed in the space of retzius. Additionally the pump was repositioned to a more dependent position in the scrotum for improved cosmetic result and patient satisfaction, and he performed a glansplasty to resolve hyper-mobile glans (cosmetic). After connecting the device and closure of the skin, the device was tested and did not produce any auto-inflation.

Manufacturer narrative:
This follow-up MDR was created to update the conclusion code.